Manufacturer narrative:
Results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. Conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. The arteriotomy locator and an incompletely opened polyfoil pouch were also returned. Visual inspection revealed blood-like substances on the main body of the device, and that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the rear lock position with the color bands fully exposed. Microscopic analysis revealed that the anchor was still present within the hemostasis sheath. There were no other visual anomalies were noted with the returned device. Functional testing was performed, the deployment sleeve was moved manually into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor was posted to the sheath. There were no functional anomalies noted with the posting of the anchor. Digital force was applied to the anchor, which led to the release of suture and collagen. The tamping tube did not release. Then, the device was dissected to discover the cause of obstruction. The carrier tube was cut between the base of the device cap and the top of the sheath hub. The cap of the carrier tube hub was separated to inspect the spool. The suture end was tugged and no obstruction was noted on the path of the unraveling suture. There were no anomalies noted with the tamper tube. It is likely that the dried blood like substances obstructed free movement of the tamper tube. Dimensional testing on the following components were measured: inner diameter of the carrier tube assembly = 0.065''; outer diameter of the tamper tube = 0.060''; inner diameter of the tamper tube =0.024''. All measurements were within manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the tamping tube did not release due to obstruction by blood like substances which solidified during transit and storage of the used device post usage. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide addition information.

Event description:
Additional information was received on april 18, 2019. The system was not opened, it just seemed to be empty; usually the release device exits with a wire attached and a plastic rod that comes out of the patient to be cut. The patient was reported to be obese. However, usually the system comes out of the skin and is hung outside, and can only be cut; however, not in this case. Additional information was received on april 26, 2019. The procedure performed was a common femoral and right iliac stenting dilatation, right deep femoral dilatation and left primary iliac dilatation by cross-over. Xylocaine local anaesthesia at the left femoral crossroads. Retrograde common femoral puncture. Angiographic control. Identification of the aortic bifurcation, the primary iliac was overloaded, not narrowed in a context of general ectasic disease. Installation with uf probe of the crossover guide and an intro 6f destination. Angiography control: common femoral and terminal external iliac with intra-luminal coraliform bud. Recanalization of the lesion without difficulty. Security check. Expansion with primary stenting of the common femoral on the external iliac with luminex 8 x 60 stent, expansion to 7 mm and then from the origin of the deep femoral selectively to 7 mm. Angiographic control: ermeability and stability of the assembly. Washed with heparinized serum. Permeable right femoral-popliteal angiographic control with preservation of the underlying leg tripod but diffuse vascular brake. Removal of the desilet. The left primary iliac was dilated and recalibrated to 7 mm. No significant underlying femoropopliteal lesion. In the same way, vascular braking on the ectasic artery. Washed with heparinized serum; and removal of the equipment. Percutaneous closure with an angio-seal as usual; however the device did not deploy. An algosteril was applied.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in concomitant medical products, and to update device evaluated by MFR. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Patient identifier - (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device appeared to be incomplete when it was removed from the artery; no wire, no occlusion system. The surgeon did not feel any intra-arterial clinging with the system. There was minor bleeding, and there was the need of a compression dressing.